Manufacturer narrative:
The tandem t:slim user guide indicates that it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's pump was set at the "am" instead of the "pm" setting and the date was incorrect. The customer's blood glucose (bg) was 200-400 mg/dl and boluses via the pump were delivered to address the high bg level. The bg level was reported as "ok". Tandem technical support assisted the customer with correcting the time and date.